Event description:
It was reported that during initial insertion into the internal jugular vein, a crack was observed in the introducer needle hub, resulting in leakage during aspiration. There were no reports of patient injury or adverse health consequences associated with this event. The patient's condition was reported as stable ("fine"). No additional medical intervention was required beyond removal of the affected device. The procedure was subsequently completed successfully using an alternative needle from the same kit.it was also reported that multiple similar incidents involving cracks in the introducer needle hub have been identified. It was confirmed that no patients were injured in these reported incidents. In most instances, physicians were able to complete the procedure using an alternative needle available within the psi kit.associated mdrs include 9680794-2026-00372 (specific event) and 9680794-2026-00375 (multiple events without additional details).

Manufacturer narrative:
(B)(4).